Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that patient experienced severe pain, swelling, inflammation and damage to surrounding bone and tissue, as well as partial lack of mobility. This is allegedly due to metal debris. Doi: (B)(6) 2009; dor: (B)(6) 2011; (left hip). Patient is a resident of (B)(6). Update 03/11/2013 - the complaint has been reopened because a maude report (mw5029125) submitted by the patient states that he was revised on (B)(6) 2011 to address pain, elevated chromium and cobalt levels, and metallosis. Part and lot information is now available. Update: 7/8/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 24 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf, sticker sheets, and implant records. There are no new allegations reported. Added stem for elevated metal ions. Added law firm. Updated patient's initials. Doi: (B)(6) 2009; dor: (B)(6) 2011; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes s of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.